Event description:
An aneurx bifurcaed stent graft or unk size end its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm and vessel morphology are unk. The pt was reported to be in frail health. A proximal type I endoleak was reported at the conclusion of the procedure, and a 25 mm angioplasty balloon was used to expand the proximal end of the stent graft. It was reported that expansion of the stent graft by the balloon caused a perforation in the aortic wall. The pt was converted to open surgical repair of the aneurysm. It was reported that the pt died of unk causes in the intensive care unit after the procedure. Receipt and analysis of the explanted stent graft is pending.

Event description:
Procedure notes have been rec'd. The stent graft was a 28mm diameter x 16mm diameter x 16.5 cm length bifurcated stent graft. The aneurysm was 5 cm in diameter, and the aorta was reported to be extremely thin-walled. The pt has a history of coronary artery disease and hypertension. The procedure notes state that the pt became hypotensive after a balloon was inflated to appose the stent graft to the aortic wall, and that subsequent angiography demonstrated and aortic rupture. The pt was converted to open surgical aneurym repair. An aortobifemoral bypass and a right renal artery bypass were performed. The pt required multiple units of blood products: however, the pt was not able to maintain their blood pressure and expired in 2002. The device was discarded, and will not be returned for analysis.